Manufacturer narrative:
The following fields have been updated with corrected. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot#:unknown.

Event description:
Report 2 of 3, it was reported when using the bd bactec¿ plus aerobic/f culture vials (plastic), three molecular false positives with the organism c. Tropicalis were obtained. There was no patient impact reported.

Manufacturer narrative:
H.6 investigation summary catalog: 442023 batch no.: unknown customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. Refer to customer letter. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.

Event description:
Report 2 of 3 it was reported when using the bd bactec¿ plus aerobic/f culture vials (plastic), three molecular false positives with the organism c. Tropicalis were obtained. There was no patient impact reported.

Manufacturer narrative:
3012712 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: k113558, k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H3 other text : see h.10.

Event description:
It was reported when using the bd bactec¿ plus aerobic/f culture vials (plastic) that three molecular false positives with the organism c. Tropicalis were obtained. There was no patient impact reported. Report 2 of 3.